Event description:
Pt revised, due to dislocation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided info states the products are not suspected of failing to meet specifications. A search of the complaint database found no prior reports for both part and lot number combinations. Based on the invevestigation, the need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.